Manufacturer narrative:
Multiple. The patient remains ongoing and no further issues were reported. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular (lvad). It was reported by the vad coordinator that the patient came to the clinic and gave her a "battery clip with a power connection end that screws off". The battery clip was not connected to the patient as the patient was using his backup battery clip he had been given because he lives a distance from the center. Per additional information, this battery clip was checked and found to be okay on (B) (6) 2009 according to the form submitted by the vad coordinator. No further issues were reported. The patient remains ongoing and no further issues were reported.